Event description:
(As was reported by the user facility to co's sales rep). The green exhalation tubing comes kinked in almost all circuits. It is kinked at the exhalation valve. The hangar attached with the circuit does not hold the exhalation valve and nebulizer in place and allows the tubing to kink in use. During two pt treatments, the exhalation tube became kinked when the hoses were not held in place. Exhalation from these pts was restricted and high pressure alarm alerted the clinician to the problem.